Event description:
It was reported that the facility has had a 20% increase in the usage of tissue plasminogen activator (tpa) since they started using hp microbore cath ext set with one-link. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number ur12j10146 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.